Event description:
It was reported that during interrogation, the patient's insertable cardiac monitor (icm) unexpectedly went into device reset and then could not be interrogated via bluetooth. The icm was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset and no ble telemetry was confirmed. As received, the device was in reset conditions with battery voltage above elective replacement indicator (eri). Final analysis found the backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.